Manufacturer narrative:
Manufacturing evaluation: the valve was received in a plastic container, submersed in an unidentified liquid. Visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test results have shown that the progav valve has a blockage and that the shunt assistant is permeable. Adjustment test the progav was tested and is not adjustable throughout the normal range. Braking force and function test the brake function was operational,however, the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test due to the compromised brake functionality of the progav, this test was not possible. The shunt assistant was shown to not operate within the accepted tolerance. Results after the tests, we have dismantled the valves. Inside the valves we found build-up of substances (likely protein). Based on our investigation, we confirm the claim of occlusion in the system at the time of investigation. It is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted on an unspecified date. Postoperatively, there was a suspected blockage and under-drainage. The valve was explanted and replaced. Additional information was not provided.